Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. No change in electrical parameters, so the lead remains in use. The patient's condition is fine.